Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported. The field representative noted that the lead was sent to the hospital's pathology department per standard hospital procedure, subsequently it is unknown if the lead will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.